Manufacturer narrative:
Concomitant medical products: product ID 37751 serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said they have seen por (power on reset) on the implanted neurostimulator recharger (insr) twice now. The first time was in september or early october and the second time was last night (B)(6) 2020 or early this morning(B)(6) 2020 when patient (pt) went to charge implanted neurostimulator (ins). Pt mentioned they are going through radiation treatment for their breast cancer currently and turns stim off during treatment. Pt said they had to take a break from cancer treatment after sep/early oct because pt had an infection from lymphectomy surgery (due to breast cancer, not related to device/therapy) and just started radiation treatment again. Pss (patient services specialist) had pt connect to ins with patient programmer (pp) and pt reported being able to connect and did not see por screen. Pt did not have insr with them, but mentioned they were able to get por to go away already. Pt also mentioned they had to try 6-7 times to get ins fully charged early this morning. The patient mentioned unrelated medical history. This included breast cancer and infection due to lymphectomy surgery mentioned above.